Event description:
Blood leak happened within 10 minutes during treatment. Patient's blood flow 180ml/min, uf rate = 1.1 l/hr; venous pressure = 150 mmhg; dialysate pressure = 165 mmhg; the blood loss for the patient was very minor, about 20ml. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. Further info is expected for this specific event as soon as the sample arrives and the investigation begins. The root cause of this event cannot be determined yet.